Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was 191mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had unresponsive buttons due to corroded keypad traces. Further testing could not be performed due to the button/keypad anomaly. The device was received with cracked battery tube threads, broken reservoir tube lip, scratched lcd window, missing end cap sticker, and protruded/loose drive support disk.